Manufacturer narrative:
Continued e1 (phone number): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture and seroma-late.

Event description:
Healthcare professional reported left side intracapsular rupture, ¿periprosthetic fluid¿ and "solid nodules with benign characteristics" diagnosed via ultrasound. The device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lump/ nodule: unable to observed as it is a medical event that is not related to the device. Seroma-late: unable to observed as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, one opening assessed as unidentified (tear). Shell thickness was within specification). ¿ lump/ nodule: unable to observe since it is a medical event and is not related to the device. ¿ seroma-late: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: d.9, h.3, h.6.

Event description:
Healthcare professional reported left side intracapsular rupture, ¿periprosthetic fluid¿ and "solid nodules with benign characteristics" diagnosed via ultrasound. The device has been explanted.